Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that lipids (fat emulsion) infused at the tpn rate which was faster than intended. The intended tpn programming was 1800 ml over 20 hours (45ml/hr x 1 hr, then 95 ml/hr x 18 hr then 45 ml/hr x 1hr). The intended lipids programming was 100 ml at 5 ml/hr for 20 hours. The rn reported that she had inadvertently switched the tpn and lipids lines. After having infused the lipids at 45ml/h for the first hour, the rn programmed the pump for 95 ml/hr however a guardrails alert occurred and the infusion was cancelled. The patient's lipase level was elevated however the customer feels this may have been incidental based on the patient's underlying condition and the triglycerides were normal. The customer was provided analysis of their cqi infusion data by a carefusion representative and declined any further investigation.